Event description:
While removing the non abbott catheter through the sheath, resistance was noted and shavings were noted at the end of the catheter. Following removal of the sheath from the patient, an attempt was made to advance the catheter through the sheath and resistance was noted again with shavings noted at the top of the catheter. The patient was stable and had no complications.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. A long opaque piece of foreign material was noted to exit the distal tip of the returned sheath. Further investigation determined the foreign material was a portion of the jacket liner from the interior of the sheath.